Manufacturer narrative:
A dual lumen catheter was returned for evaluation. The catheter had been severed into two pieces, but appeared to be complete. This was apparently done after explantation to render the device non-functional. The catheter was severed just distal to the 10cm depth mark (2 dots). The distal segment included the valves and the distal tip. There appeared to be grip marks from a serrated jawed instrument on the distal segment's outer diameter near the cut end. There was a blood residue clot inside the lumen behind the distal valve. The distal segment measured 20.95" long. The proximal segment included two cuffs, the biffurcation, the proximal and distal lumen legs with blunt hub connectors inserted into their proper lumens. The proximal segment measured 3.8" long. Both lumens appeared to be clear with some clear crystalline residue seen intermittently along the lumens. Notes in the file indicated that extravasation was noticed through a dye study. When the red (distal) lumen was flushed, a small amount of the contrast leaked before entering the vein. When the contrast was infused into the white (proximal) lumen, a great deal extravasated and did not enter the vein. The catheter had been in the patient six days. Tactual examination of the catheter tubing found no elastic weakness or damage. Both lumens of the porximal segment were flushed independently using a 12cc syringe filled with water attached to either connector hub. Both lumens flushed freely. With the distal end of the segment occluded with finger pressure, both lumens were pressurized and tested individually for leaks. The tubing bulged, but no leaks were detected. This was repeated several times while manipulating the tubing. The distal catheter segment was tested in the same manner by inserting a blunt connector into each lumen. Again, the lumens were found to be patient and no leaks were detected. The tubing bulged as the pressure was held for several seconds, but no leaks were seen. Under magnification, the several ends of the segments appeared to match when mated. The several plane on both ends was glossing with opposing, curved striations across the surface. This is the common fingerprint of a scissors cut. The grip marks on the distal segment were likely made with toothed hemostats. The user probably gripped the tubing here to cut it. There is no other damage or deformation associated with the paring of the catheter. No other damage that would suggest a leak is evident on the body of the catheter. Given the relatively short time that the catheter was in the body, the formation of a fibrin sheath is not probable. The extravasation seen through the dye study is therefore difficult to explain. It may have been the catheter was not located properly in the vein. Lekage of the catheter is unconfirmed. No leaks were manifested with the returned device. Assuming that the leak did not occur at the cut, no defect was found with the device.